Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/failure to occlude (close) fallopian tube(s)') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis. Previously administered products included for an unreported indication: advair, klonopin and albuterol. Concurrent conditions included high grade squamous intraepithelial lesion and asthma. Concomitant products included cefixime (flexeril), cyclobenzaprine, haloperidol (haldol), hydroxychloroquine, levothyroxine, metoclopramide (reglan), tramadol and ziprasidone. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pain/pelvic"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea") and was found to have weight decreased ("weight gain/loss (specify which one) lost 60 plus lbs"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular cycles"), pain in extremity ("hands/feet"), arthralgia ("wrists/knees"), headache ("head"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rheumatoid arthritis, menometrorrhagia, fibromyalgia, allergy to metals, dysmenorrhoea, fatigue, pain in extremity, arthralgia, headache, back pain, neck pain, musculoskeletal pain and weight decreased outcome was unknown and the abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, weight increased and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menometrorrhagia, menorrhagia, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number and product indication added. Following events were added: abnormal bleeding (vaginal), menorrhagia, autoimmune disorder type of disorder: rheumatoid arthritis, fibromyalgia, nausea, nickel allergy, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hands/feet, wrists/knees, head, back pain, neck pain, shoulders vaginal pain and weight gain/loss (specify which one) lost 60=-lbs. Event clubbed: migration of implant/failure to occlude (close) fallopian tube(s). Event outcome added for: abdominal pain, pain/pelvic, vaginal pain, abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), weight gain and nausea. Medical history, lab data, historical and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/failure to occlude (close) fallopian tube(s)\both coils are still in with the right one suspected to not be in the tube') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis. Previously administered products included for an unreported indication: advair, klonopin and albuterol. Concurrent conditions included high grade squamous intraepithelial lesion, asthma, vomiting, right lower quadrant pain, hypothyroidism, appendectomy, c-section, loop electrosurgical excision procedure, cholecystectomy, smoker, diabetes, cervical intraepithelial neoplasia, cervical biopsy, endometrial curettage and cervical dysplasia. Concomitant products included cefixime (flexeril), cyclobenzaprine, haloperidol (haldol), hydroxychloroquine, levothyroxine, metoclopramide (reglan), tramadol and ziprasidone. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pain/pelvic"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea") and was found to have weight decreased ("weight gain/loss (specify which one) lost 60 plius lbs"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular cycles"), pain in extremity ("hands/feet"), arthralgia ("wrists/knees"), headache ("head"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rheumatoid arthritis, menometrorrhagia, fibromyalgia, allergy to metals, dysmenorrhoea, fatigue, pain in extremity, arthralgia, headache, back pain, neck pain, musculoskeletal pain and weight decreased outcome was unknown and the abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, weight increased and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menometrorrhagia, menorrhagia, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: findings; previous tl(tubal ligation), essure coils in proper location diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, nausea, menorrhagia, pelvic pain, fibromyalgia, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/failure to occlude (close) fallopian tube(s)\both coils are still in with the right one suspected to not be in the tube') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis. Previously administered products included for an unreported indication: advair, klonopin and albuterol. Concurrent conditions included high grade squamous intraepithelial lesion, asthma, vomiting, right lower quadrant pain, hypothyroidism, appendectomy, c-section, loop electrosurgical excision procedure, cholecystectomy, smoker, diabetes, cervical intraepithelial neoplasia, cervical biopsy, endometrial curettage and cervical dysplasia. Concomitant products included cefixime (flexeril), cyclobenzaprine, haloperidol (haldol), hydroxychloroquine, levothyroxine, metoclopramide (reglan), tramadol and ziprasidone. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pain/pelvic"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea") and was found to have weight decreased ("weight gain/loss (specify which one) lost 60 plius lbs"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular cycles"), pain in extremity ("hands/feet"), arthralgia ("wrists/knees"), headache ("head"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders"), vulvovaginal pain ("vaginal pain") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rheumatoid arthritis, menometrorrhagia, fibromyalgia, allergy to metals, dysmenorrhoea, fatigue, pain in extremity, arthralgia, headache, back pain, neck pain, musculoskeletal pain, weight decreased and hypertension outcome was unknown and the abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, weight increased and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hypertension, menometrorrhagia, menorrhagia, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: findings; previous tl(tubal ligation), essure coils in proper location . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, nausea, menorrhagia, pelvic pain, fibromyalgia, rheumatoid arthritis. Concerning the injuries reported in this case, the following ones were reported via social media: high blood pressure . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: event high blood pressure added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/failure to occlude (close) fallopian tube(s)\both coils are still in with the right one suspected to not be in the tube') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis. Previously administered products included for an unreported indication: advair, klonopin and albuterol. Concurrent conditions included high grade squamous intraepithelial lesion, asthma, vomiting, right lower quadrant pain, hypothyroidism, appendectomy, c-section, loop electrosurgical excision procedure, cholecystectomy, smoker, diabetes, cervical intraepithelial neoplasia, cervical biopsy, endometrial curettage and cervical dysplasia. Concomitant products included cefixime (flexeril), cyclobenzaprine, haloperidol (haldol), hydroxychloroquine, levothyroxine, metoclopramide (reglan), tramadol and ziprasidone. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pain/pelvic"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea") and was found to have weight decreased ("weight gain/loss (specify which one) lost 60 plius lbs"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular cycles"), pain in extremity ("hands/feet"), arthralgia ("wrists/knees"), headache ("head"), back pain ("back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders"), vulvovaginal pain ("vaginal pain") and hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, rheumatoid arthritis, menometrorrhagia, fibromyalgia, allergy to metals, dysmenorrhoea, fatigue, pain in extremity, arthralgia, headache, back pain, neck pain, musculoskeletal pain, weight decreased and hypertension outcome was unknown and the abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, weight increased and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hypertension, menometrorrhagia, menorrhagia, musculoskeletal pain, nausea, neck pain, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: findings; previous tl(tubal ligation), essure coils in proper location diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: unilateral occlusion (left tube occluded). Failure to occlude (close) fallopian tubes.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, nausea, menorrhagia, pelvic pain, fibromyalgia, rheumatoid arthritis. Concerning the injuries reported in this case, the following ones were reported via social media: high blood pressure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy and irregular cycles") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.